Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer had high blood glucose that was out of control. The customer's blood glucose was unknown at the time of incident. The representative stated that the customer tried changing the infusion set but it did not work. The representative stated that the customer changed the reservoir and it resolved the issue. The reservoir will not be returned for analysis.